Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery hook (pch) instrument was inspected prior to use and there was no damage seen during inspection. The instrument was used to dissect the tissues when the issue occurred. There was no issue related to opening/closing of the grips. The instrument had no issues related to left/right (yaw) motion of the grips. There was no issue related to up/down (pitch) motion of the wrist. The instrument did not have cables visibly protruding from the distal end of the instrument. The pch instrument had silver cable broken and exposed. There was no loss of cautery associated with broken cable. There was no thermal damage at site of breakage. The instrument did not collide with any other instrument or tool during the procedure. There were no fragments fall inside of the patient¿s anatomy.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of the broken pitch cables at distal to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) had been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook (pch) instrument wire was broken. A backup instrument was used to complete the procedure with no patient harm.